Event description:
It was reported that the 9600 system had no image on the monitor. Also the lemo pin connector and power cord were damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power power cord and lemo pin connector were replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.